Event description:
Dialysis facility reported that on the first use of the 160nre the patient voiced multiple complaints (tired, cold, itchy) and blood pressure was 120/57. The patients usual bp was 160/85 but hytrin was recently added. After 15 minutes patient was unresponsive, 300cc's ns provided and the patient improved. Hemodialysis continued for another 1/2 hour, and then the patient developed fib and continued to feel sick so the treatment was stopped. Hytrin was also discontinued. The patient used, pre-treatment bp was 184/105, in 7 minutes the patient felt nauseated, bp was 103/68 and ns was given and treatment stopped. The bp stabilized in 15 minutes and the treatment resumed with bp at 130/79. The patient was immediately developed chest pain and treatment was terminated.